Manufacturer narrative:
Complaints associated with device incompatible with accessory related to the use of incorrect tool to sample fluid or user error. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Atrium medical corporation will no longer report future events for complaints associated with device incompatible with accessory related to the use of incorrect tool to sample fluid or user error, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
This complaint is being put in due to the use of an express mini 500 being used at home. No patient harm or injury reported. Patients husband called and ask if there was a cap on the sampling port of the express mini 500 or if he needed a needle to access the port while in use on a patient at home. I explained that it was a luer lock system that twists. He was very appreciative of the answer I provided. I encouraged him to call back with any other questions or issues if they arise.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Investigation summary: invest. Summary: this report describes a call received from the husband of a patient regarding an express mini 500 drain (p/n (B)(6) that the patient was sent home with. Caller wanted to know if the sampling port of the express mini 500 had a cap on it or if he needed a needle to access it. The getinge representative he spoke with explained that the sampling port uses a luer lock system. Caller expressed appreciation for the help and had no further concerns or questions. No pictures of the device were provided and the device was not returned for evaluation. There was no alleged nonconformance with the device and no indication of one from the provided information. The lot number was not provided so a review of the DHR, incoming inspection records, and ncrs involving the lot could not be completed. No changes to the design of the device were identified that would be related to these complaints. The IFU contains adequate instructions for how to properly set up and use the device. It provides specific instructions on how to take a sample of drainage from the drain. The IFU of express mini 500 devices manufactured between 3/22/2023 and 11/18/2023 contained an interim label which precautions that the device is intended for use by trained healthcare providers and should not be used in an outpatient setting. Devices manufactured from 11/18/2023 to the present include that information in the IFU. The lot number/manufacturing date of this device is not known so it is also not known which instructions were available with this drain, however all getinge customers were sent a notification in march 2023 of the change in precautions for express mini 500 devices. The information that this device is meant to be used by healthcare providers and not in an outpatient setting should have been available to the hospital that provided the drain to the patient. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No new excursions were identified involving this complaint. A complaint history review was completed which found 56 complaints involving outpatient use. Because this complaint does not allege a device malfunction and was an inquiry about how to take access the sampling port, the complaint is confirmed. A device nonconformance is not confirmed. The root-cause of this complaint is user error due to the use of the device in an unintended environment and not by a trained healthcare provider. H3 other text : device not available for return.